Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the motor device was overheating. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated to 121.3 degrees 3 minutes into the test. It was also found that the device had a cracked flex circuit, worn out motor, won down lock cylinder, worn down pawl release and won out drive shaft. Therefore, the reported condition was confirmed. It was also noted that the cause of the overheating was the worn out drive shaft. The assignable root cause was determined to be wear from normal use and servicing and worn motor components. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.